Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6) ); however, the alarm was not reproduced during testing of the returned controller. The log files contained approximately 3 days of relevant data combined (08nov2020 ¿ 11nov2020 per the timestamp). The log file captured a driveline power fault alarm on (B)(6) 2020 from 16:30:25 to 16:57:43 associated with a pwr_b_broken fault. The fault activated due to the current sense on line b dropping below the amperage threshold. The driveline was disconnected on (B)(6) 2020 at 19:37:26 to exchange the system controller and modular cable. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was also tested with the returned modular cable and no issues or atypical alarms were produced, including when the modular cable was manipulated by hand; the returned modular cable is investigated. Additional information provided stated that the driveline power fault alarm resolved after exchanging the system controller and modular cable. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 28jan2020. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench driveline power fault. Upon review of the log files the driveline power fault was caused by a broken power b . There was also a comm b fault seen. The modular cable and controller were exchanged and sent for evaluation. The modular cable is reported under MFR 2916596-2020-05692.